Event description:
Loose expansion screw and neck segment. [Customer, translated from german].

Manufacturer narrative:
After final examination, it was decided to specify the fixation screw (article number 172-945/58) as the main component of this complaint. This is the final supplemental report, the complaint is closed.

Event description:
Loose expansion screw and neck segment. [Customer, translated from german].